Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va0c2cf, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported that the wire was replaced. It was unsure what the reason was. It was possibly because she was not feeling it anymore and it might have moved a little. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.